Event description:
The customer received a blood glucose reading of 368mg/dl on the contour next ez, re-tested on a different meter and the readings were 147, 258 and 160 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer

Manufacturer narrative:
One of two bottles of test strips returned for evaluation read an average of 3mg/dl low out of spec with control. Blood and retention reagent gave satisfactory performance.